Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a cracked reservoir tube, a cracked case near the display window corners, a broken belt clip slot, and damaged battery cap coin slot.

Event description:
The customer's father reported via phone call that the customer was hospitalized on (B)(6) 2015. The customer's blood glucose level was around 340 mg/dl. The customer was vomiting, thirsty, irritable, and had chest pains prior to hospitalization. The customer had a diabetic ketoacidosis. Customer was wearing the insulin pump at the time of the emergency room visit. The customer's blood glucose level fluctuated from 92 mg/dl to 560 mg/dl. When the customer was connected to the insulin pump, insulin did not exit. The insulin pump had a crack from the reservoir to the display screen. The battery cap was also stripped. The customer's father did not know what led to the damage on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.